Manufacturer narrative:
Non-healthcare professional. Patient code: no code available ((B)(4)) ¿ additional procedure required to replace the initial device. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter was placed in the patient's right kidney on (B)(6) 2018 began leaking on (B)(6) 2018. The drain was replaced successfully. To date, additional information regarding the event and patient have been requested but not provided. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: date of event: (B)(6) 2018 additional information: additional information received on (B)(6) 2018 updated the date of device placement from (B)(6) 2018 to (B)(6) 2018. The device was described as being in place for a "couple of days" before the leak was noticed by the patient and confirmed that the patient had returned to the facility on (B)(6) 2018for the replacement of the device. Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a functional test, visual inspection and dimensional verification of the returned device were conducted during the investigation. The visual inspection of the returned device showed a used mac-loc catheter in the locked position. There was a loop of suture string coming from the area between the hub and the cap. No surface damage was noted on the device. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and connector cap. A tug and twist test revealed that the proximal assembly was secure. Upon removing the cap, the suture string was found bunched in the threads and the flare appeared deformed and misshapen. Due to compression of the fare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to cook¿s specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Since the lot number is unknown, a nonconformance and previous complaint review could not be completed. Based on the information provided, the examination of the returned product, and the results of our investigation, possible root causes for this failure mode have been attributed to the suture running through the threads of the cap/adapter assembly interfering with the seal during torqueing, an inconsistent flaring process and the silicone insert being punctured from improper threading technique. Appropriate measures have been taken to address this failure mode. We have notified the appropriate personnel. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. . This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious.

Event description:
Additional information regarding the description of event: additional information received on (B)(6) 2018 updated the date of device placement from (B)(6) 2018 to (B)(6) 2018. The device was described as being in place for a "couple of days" before the leak was noticed by the patient and confirmed that the patient had returned to the facility on (B)(6) 2018 for the replacement of the device.